Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how the anastomosis repair was done? Was the repair preformed during the same procedure? Please clarify what do you mean by "several lot impacted" ? Were multiple devices used for this procedure with the same issue or this issue happened during the procedure of multiple patients? Event day? Lot? Device status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-02135.

Event description:
It was reported that the patient underwent an anastomosis procedure in 2021 and the barbed suture was used. During surgery, anastomosis had to be repair because of grip deficiency of the barbed suture. The procedure time was extended. No further information provided.